Event description:
It was reported that patient's leads had migrated. Surgical intervention was undertaken to explant and replace the leads. Therapy was restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.